Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother called in to report high blood glucose levels and that the insulin pump was turning off on its own. The caller reported that the batteries were draining faster than normal and the display goes blank. The customer's blood glucose level was 600 mg/dl. The customer did not continue troubleshooting and was shipped a replacement battery cap. The customer was advised to monitor the insulin pump. Nothing was replaced or returned.